Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding their implantable neurostimulator (ins). It was reported that patient had symptom return and had tried different programs, but had an explant. It was noted that patient had previous rectal cancer that may have led or contributed to the issue. No further complications were reported.